Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms and had thought that the pump was the problem. The customer's blood glucose (bg) level was in the 350-450 mg/dl range with ketones at times. After the occlusion alarm, the customer would change the site and administer an injection of insulin to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of these occlusions.